Manufacturer narrative:
The reason for return was verified, the device reached elective replacement indicator phase 8 months earlier than predicted. The root cause however could not be established.

Event description:
It was reported that the device reached elective replacement indicator phase earlier that expected. The device was replaced. There were no reported adverse events for the patient.